Event description:
It was reported that during a da vinci sigmoid colectomy, the endowrist one vessel sealer instrument stopped working in the middle of the surgical procedure. The patient reportedly had a bleeding vessel and the endowrist one vessel sealer stopped sealing and cauterizing. According to the initial reporter, the surgeon had to use an ethicon device to finish the case. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the site to obtain additional information regarding the reported event. A nurse, who was present during the surgical procedure, indicated that the endowrist one vessel sealer instrument worked initially during the operation. When the event occurred, the nurse indicated that no error messages were generated by the da vinci system. The nurse claimed that at one point during the surgical procedure, the cutting blade stayed out of the instrument. The nurse stated that the patient experienced bleeding but she did not know how much blood was lost. According to the nurse, the surgeon used an ethicon stapler instrument to stop the bleeding.

Manufacturer narrative:
The instrument was returned to isi and evaluated. Failure analysis investigations could confirm but not replicate the customer reported complaint that the instrument quit working. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2015. Approximately 12 minutes after the start of the surgical procedure, the surgeon encountered a system error code 32001. A system error code 32001 is generated when the system detects that the cutting blade of the endowrist one vessel sealer instrument cannot be retracted and may be exposed. The surgical staff was able to override the system error message. No related system error codes were found to have occurred during the remainder of the surgical procedure. Upon receipt of the returned instrument, a visual inspection of the instrument showed no blade exposed. No conductor wire damage or snake wrist damage was found. No bio debris was found at the instrument's tip. The instrument passed a self-check when installed on an in-house da vinci system. The instrument also passed cut and seal function tests with no issues. The customer reported complaint could not be replicated with the evaluation of the instrument. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient experienced bleeding after the endowrist one vessel sealer instrument allegedly failed to seal and the surgeon had to use a non-isi stapler instrument to stop the bleeding. However, at this time, the cause of the bleeding vessel is unknown. The instrument was returned to isi, evaluated, and no trouble was found.